Event description:
A customer from the (B)(6) reported to biomérieux a misidentification of streptococcus equi zooepidermicus as streptococcus porcinus for an equine respiratory sample in association with the vitek® 2 gp test kit. The test reports submitted by the customer showed one result of streptococcus porcinus (97%), and three results of streptococcus equi zooepidermicus (99%). The customer reported the alternative method (sugar) gave a result of streptococcus equi zooepidermicus. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux a misidentification of streptococcus equi zooepidermicus as streptococcus porcinus for an equine respiratory sample in association with the vitek® 2gp test kit. An internal biomérieux investigation was performed. The intended identification to streptococcus equi ssp zooepidemicus was confirmed on vitek® ms v3 (knowledge base v3.0). On vitek® 2 (v7.01) gp cards, one (1) card of the customer lot (cl: 2420317203) and one (1) card of a random lot (rl: 2420247403) were tested from cba and coh media. These tests give an excellent identification to streptococcus equi ssp zooepidemicus whatever the lots and the media used. The customer misidentification was not duplicated in-house. Vitek® 2 gp cards performed as intended and no further action is required.

Manufacturer narrative:
Additional internal investigation activities were performed. The customer also reported an issue with the misidentification of streptococcus equi ssp equi as streptococcus porcinus. This strain was not submitted for investigation. A complaint search was performed and no other complaints were noted for this issue. In addition, the issue was not identified as a systemic quality issue.